Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
When interrogated it was noted the patient had 18- 40j shocks due to noise. This device is now at eos, however iegms were able to be printed. Device was able to be reset and device status showed eri. Lead testing was done and noise was noted on the rv tip to ring and in the ff channel. Rv pacing threshold was performed and was at 0.6v @ 0.4md. Sensing threshold was acceptable. Therapy was deactivated and the patient will have a lead revision and device change-out in the near future.